Event description:
The customer reported to olympus, repeatedly brushing the evis lucera elite colonovideoscope several times with residual pink impurities on the bristles, and clamp channel abnormalities. The issue occurred during reprocessing. There was no procedure involved therefore no delay in procedure and no patient involvement.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of residual pink impurities consistently on the bristles was not confirmed. Device evaluation found that the light guide tube was wrinkled and cracked, angle play failed inspection due to insufficient angle, and heavy angulation occurred after adjustment. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the biopsy channel was unable to be further specified. Moreover, no deformation of the channel was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.